Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic cholecystectomy procedure, the tip of the device fell into the patient cavity and was immediately retrieved. No adverse events have been reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account without the packaging and a small piece of the distal tip in a plastic bag. Visual inspection of the instrument noted heat damage to the distal end of the tube housing. During a functional evaluation, the instrument was tested for electrical continuity and proper suction and irrigation function with acceptable results. The instrument also passed two air leak tests. Replication of the reported condition may occur if the instrument is used improperly. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.